Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician suspected thinning of the tissues at the pocket site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician suspected thinning of the tissues at the pocket site. The patient will undergo a revision procedure.